Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by the consumer on (B)(6) 2018 from a consumer regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the patient had adaptive stimulation settings turned on. They were experiencing a fluctuation in intensity and stimulation would get really strong. Sometimes it would last a few minutes, sometimes it would last a few hours, and sometimes it lasted so long that the consumer had to decrease stimulation with their patient programmer. This was not associated with a certain position as the consumer would feel this fluctuation when walking, when laying down, and there was no rhyme or reason to when this occurred. It did seem to occur when the ins was low. It was also reported that the patient had lost a lot of weight in the last year. The consumer was redirected to their health care provider (hcp). No further complications were reported.